Manufacturer narrative:
Tw ID # (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) has a damaged seal around the eyecup lens. This defect was discovered in central sterile during the reprocessing process. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 -health effect ¿ clinical code from "1069" to "2907." The device was returned to the factory for evaluation on 11/19/2024. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact tip of the endoscope. The o-ring in the eyepiece was observed to be outside the eyepiece. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.